Event description:
The manufacturer received information alleging a ventilator's display screen could not be read and the device had low pressure. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has received additional information for a ventilator that allegedly had low pressure and the display screen could not be read. The device was repaired by a third party service center. The allegation of low pressure could not be confirmed or duplicated and no action was taken. The issue with the display screen was confirmed and the device's lcd screen was replaced to address the issue.